Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 15998905.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances on the lead. The patient underwent al revision procedure wherein the old lead was removed, and new leads were added. The patient was doing well postoperatively. The explanted lead was not returned due to facility policy.